Manufacturer narrative:
(B)(6). Product was returned to zimmer biomet for investigation. Based on associated device history records, the product was made to print and correct materials. Product left conforming to print as there was no evidence that states otherwise. Visual inspection of the four inserters shows varying degrees of damage on each. Since the complaint is that the inserters have worn over time, and not failed during a specific event, it is impossible to determine the root cause. Review of complaint history identified additional similar complaints, however, due to the age of the instruments and likely repeated use, no further action is required. Review of device history records found these units were released to distribution with no deviations or anomalies. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
Handles worn and break down